Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the 3 fast fix 360 t2 did not deploy, even after multiple attempts, t1 implants were left inside the capsule of the patient, suture was then cut and removed using hand instrument punch. The procedure was completed with non-significant surgical delay using a competitor device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: part of the reported devices were received for evaluation. A visual inspection revealed they are not in their original packaging. The insertion devices were returned pret2 setting with no suture or implants returned. There is biological debris on the devices. A functional evaluation was performed on the returned devices and found they cycle as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately. Risk levels are monitored on a monthly basis by design quality as part of the post market surveillance trending process. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include inadvertently bending of the needle/overmold assembly. Based on this investigation, the need for corrective action is not indicated.